Manufacturer narrative:
The revision reported was likely the result of fracture and prosthesis wear. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information and product information were not provided. H6: corrected medical device and investigation clinical codes.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, the patient's anatomic shoulder was revised to a reverse using a competitors glenoid and exactech humeral components. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.